Event description:
The customer returned the product for water is leaking from the aluminum connection, during device evaluation, it was determined that a leak was observed at the infusate tubing outlet at the bottom of the heat exchanger. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. As received, a green piece of tape was placed near the leakage site. No other damages or anomalies were observed. The heat exchanger assembly was successfully installed, and no leaks were observed during operation (recirculating fluid path only). However, the infusate line was primed using an ICU medical provided syringe and a leak was observed at the infusate tubing outlet at the bottom of the heat exchanger. The reported issue was confirmed, and the root cause was due to inconsistent solvent coverage at the tubing bond junction.